Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device was unable to obtain ECG signal. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.